Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert for low out of range pacing impedances less than 200 ohms. The report shows a gradual decrease over the past year. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen in the office with no issues. The plan was to continue to monitor via remote monitoring and yearly in office.

Event description:
Boston scientific received information that that this right ventricular (rv) lead had an alert for low out of range pacing impedances less than 200 ohms. The report shows a gradual decrease over the past year. The lead remains in-service. No adverse patient effects were reported. Additional information was received that the patient was seen in the office with no issues. The plan was to continue to monitor via remote monitoring and yearly in office. Additional information was received detailing that this device recorded inappropriately recorded a signal artifact monitoring (sam) episode. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.